Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the probable cause for the malfunctions was found to be due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound gastrovideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicates that there was missing ke45 at forceps cover, pink rubber missing glue, missing cement exposing metal part and pinhole on cement. There was no patient involvement.